Event description:
The customer reported that a pt experienced an excessive fluid removal without any alarms to indicate the fluid imbalance. The pt's pre weight was 55.8 kg. The machine was set for a target loss of 2.3 kg for 3 hours 15 minute treatment. Approximately 1 hour into treatment, the machine alarmed "venous pressure high". Facility's staff nurse stated that venous pressure high alarms were atypical for this pt. The extracorporeal lines were flushed to check for clotting in the system, with none noted. The pt's fistula needles were flipped to rule out the position of the needles in the pt's access as the source of the venous pressure high alarms. During these diagnostic procedures, the pt's blood pressure was noted to have decreased to 78/37 mmhg with the pt then passing out. The staff then lowered the target loss to 1.3 kg for the remainder of the treatment. The pt experienced an approximate 4 kg error in fluid loss during this treatment necessitating oxygen and fluid replacement of 2200-2500 cc of normal saline during the treatment. The pt's post weight was 52.8 kg.